Manufacturer narrative:
(B)(4). Date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that prior to an abdominal aortic aneurysm (aaa) repair procedure, preclose placement of the sutures was attempted in the left common femoral artery using a proglide device. The arteriotomy was 12f. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath used remained 12f for the aaa procedure. After the aaa procedure was completed the successfully preplaced sutures achieved hemostasis. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the exact date of occurrence was reported to be (B)(6) 2014. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.